Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 19 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 460 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 8460 ventricular sic since the last session 11 days ago.

Event description:
It was reported that the patient presented to the hospital after the device triggered an alarm. The right ventricular (rv) lead exhibited high impedance and inappropriate shocks. A lead fracture was confirmed and the rv lead was turned off. The rv lead revision was performed but was not successful due to a thrombosis of the left vena subclavian. As a result, the implantable cardioverter defibrillator (ICD) was explanted and the rv lead was abandoned in the patient. Since the veins were not accessible, a new lead could not be placed. It was planned to implant a new system with a new lead on the opposite side of the patient. No further patient complications have been reported as a result of this event.